Event description:
It was reported that after a da vinci-assisted surgical procedure, there was physical damage to the nir handheld camera.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.